Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The case was confirmed during central reprocessing. Failure analysis was completed for the instrument. There was no loss of cautery associated with broken/loose cable. There was no thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. The damage did not result in a fragment fall inside of the patient¿s anatomy. The patient information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. Components adjacent to the dislodged wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had broken black conductor wire. There was no report of patient involvement.